Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor failed pulse testing. Upon evaluation, there was broken solder connections at the j1 battery connector. The cause of the pulse test failure is the broken solder connections. The root cause of the broken solder connections could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.